Event description:
The customer reported the lock key handle is broken. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the handle. System operates as intended. (B) (4)